Event description:
It was reported that this pacemaker reverted to safety mode, and the patient experienced syncope and a ten second asystole due to pacing inhibition. Technical services (ts) discussed unipolar pacing and sensing. A device replacement was recommended. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode, and the patient experienced syncope and a ten second asystole due to pacing inhibition. Technical services (ts) discussed unipolar pacing and sensing. A device replacement was recommended. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode. Review of stored memory found the device appropriately moved to safety mode after detecting three errors within 48 hours. Analysis of battery performance identified a performance issue with the battery component a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code cause traced to component failure was selected.